Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redx1003 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that in the last step of puncture, the connector in the kit was unable to be engaged firmly. No other information was provided.